Event description:
It was reported that a patient sustained scarring after hair removal treatment with a lightsheer et laser.

Manufacturer narrative:
Reasonable attempts were made to obtain additional information from the user facility, however, none was provided. A review of service records for the user facility concluded that no service had been performed by lumenis since 04/05/2005. A review of the reported event details concluded that insufficient information was provided to determine a root cause. Should additional information be reported a follow up MDR will be filed.